Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using an electrode, single 25 cm rfid activation. The generator failed to recognize the nanoknife probe after it had been placed inside the patient. A new probe, same lot number, was used to complete the procedure. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. Due to this event, the procedure took 30 minutes longer than expected.